Manufacturer narrative:
The device was tested at the canadian service center and results forwarded on 6/27/97. The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for co products is approx. .35/million sets.

Event description:
Report of overdelivery received from affiliate. The report stated: "not delivering drop rate properly, overdelivery." The report indicates a pt was connected to the device, but there was no side effect experienced. No add'l info is available.